Manufacturer narrative:
H6: medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional percutaneous transluminal coronary angioplasty (ptca) procedure via a 7f sheath. Reportedly, there was resistance during plunger deployment; then, when removing the plunger, the suture broke. A second prostyle device was successfully pre-placed. While pre-placing a third prostyle device, there was difficulty deploying the plunger and the tip of the sheath got stuck in the anatomy while removing the device; despite this difficulty, the physician was able to remove the device and the suture was successfully pre-placed. The sheath was upsized to 14f and the ptca procedure was completed. After the procedure, both of the pre-placed prostyle sutures were successfully advanced & tightened; however, significant bleeding occurred. Both of the pre-placed prostyle sutures were intentionally removed from the patient and a surgical cutdown was used to achieve hemostasis. There was a reported clinically significant delay due to the surgical cutdown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to remove, and difficult activation, are related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle suture mediated closure and repair (smcr) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. The cause of the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely there was a deflection of the posterior needle (cuff miss) into the foot which induced the noted activation problem. The pull of the plunger then pulled the link out of the foot pocket, separating the link. The reported patient effect of hemorrhage is listed in the perclose prostyle IFU as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.